Event description:
On (B)(6) 2009, pt reported the piston rod on her infusion device is not retracting. She stated the piston rod is making a grinding noise but is not retracting. Pt reported infusion device then alarms with an e10 (cartridge error). Pt reported battery was replaced about 1 month ago. Had her insert a new battery and then walked her through returning the piston rod. Pt stated the infusion device gave an e10 error and the piston rod remained stuck. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.